Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the beaded femur size 8 has been implanted into the patient but was expired on march 2016.

Manufacturer narrative:
An event regarding implantation of a triathlon femoral component that has passed its expiry date was reported. Conclusion: based on the provided information, the femoral component was implanted after its shelf life was expired. The expiry date was march 2016 and the product was implanted in (B)(6) 2016. It is the responsibility of the user to verify the expiration date and ensure that the product is used within this time frame. Based on the provided information it has been determined that this event is associated with an off-label application. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the beaded femur size 8 has been implanted into the patient but was expired on (B)(6) 2016. No infection noted at this time.